Event description:
It was reported that the user, new to the ilet system and using a contact detach set with a dexcom g7, experienced suspected insulin delivery issues after a tubing change, with glucose values around 184 mg/dl on cgm and a fingerstick of 212 mg/dl, and received guided troubleshooting including a full supply change and pump calibration; glucose remained elevated for approximately 2¿3 hours but the system showed insulin units delivered, and no alerts or alarms occurred. Symptoms included hyperglycemia. Outcomes included no serious injury, illness, or impairment, no medical intervention, no ketone testing, and no use of backup therapy. Investigation included remote troubleshooting and education on supply change and device use. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.